Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that approximately 19 months post xience v stent implantation in the mid left anterior descending artery (mlad), the patient reported chest pain with activity, relieved with rest. In-stent restenosis was found on (B)(6) 2010 and treated with percutaneous coronary intervention. The event resolved the same day and on (B)(6) 2010, the patient was discharged. There was no additional information provided.